Event description:
Allegedly revised due to broken implant. Replaced with new # 3 tie-in trapezium.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete.